Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor had not removed the top while it was on the body. Customer's blood glucose value was 6.7 mmol/l at the time of the incident. Customer will not return device for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and a performed visual inspection and found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.